Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing confirmed air and fluid leaks in the stopcock luer as well as the hemostasis valve. Microscopic inspection revealed a stopcock luer crack. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals, stopcock luer crack and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted from the three-way stopcock of the side port. The three-way stopcock was retightened, but with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.